Manufacturer narrative:
Pump was received with blank display and then full segments display due to broken solder joint keypad connector. Unable to verify low battery alarm or e-01 alarm or perform functional testings including 7.2 units bolus test or occlusion test due to the full segment display. Unit was received with missing segments/partial display due open heat bond of zebra connector long side on lcd. Pump was received with faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level 114mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.